Event description:
A (B)(6) y/o with history of intractable epilepsy s/p implantation of vagal nerve stimulator in 2012. She had recent increase in seizures (10-15 per day) and her vagal nerve stimulator battery was found to be low. She is here today for replacement of vagal nerve stimulator battery. Nearing end of life.